Event description:
(B)(4). Had device inserted in (B)(6) 2011. Starting noticing problems in (B)(6) 2014. My symptoms included: extreme fatigue, dizziness, migraines, nerve pain, muscle spasms, brain fog, blurry vision, memory loss, speech issues, lower back pain, heavy/clotty periods, severe menstrual cramps, hair loss, and joint pain. I had an ablation in 2014 to help with the heavy bleeding and cramping. I had an hysterectomy leaving my ovaries in (B)(6)2015 to remove device. I was testing positive for lupus in 2015 right before my hysterectomy. I have had many blood tests, mris, spinal taps, ect. To find out what was going on without any conclusive answers. After my hysterectomy all symptoms immediately disappeared and I have significantly cut down the number of medications I am taking. I still have a stomach ulcer from taking pain meds and I have loose teeth and receding gums even though my dentist says my mouth is healthy. I will have to have major work in my mouth to try to repair teeth and gum issues. This device has made me loose 3 years of my life and time with my children. I felt so bad that I did not feel like going places and my children sat in front of the tv because I did not have the energy to play with them or take them places. Please remove the PMA for this device so that bayer can reimburse me for all of my past and future medical bills.